Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report, issue with autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085871. It was reported via FDA mw5085871 that a patient of unknown age who underwent breast prostheses implantation with mentor smooth round moderate profile saline implants for unknown indication on (B)(6) 2006 reported the following: "about two and a half years later started developing "me" symptoms as the years have gone on they have progressed brain fog, memory loss, extreme inflammation, exercise intolerance, extreme fatigue, dizziness, fainting, muscle weakness, nausea, decreased mental stamina, difficulty following instructions, metal taste, copd, scarring of the lungs, difficulty swallowing, vertigo, constant throat clearing, electrical shock throughout my body, positive ana with mixed connective tissue and autoimmune symptoms of ms, anxiety, depression, panic attacks, fibromyalgia, numbness in the hands and feet, coldness of the hands and feet, discomfort in my chest, slow muscle recovery, heart palpitations, all over body pain and joint pain, dehydration, frequent fungal bacterial and viral infections, "are" ringing, migraines, unexplained fevers, night sweats, cold and heat intolerance, acid reflux pots syndrome, ibs, slow­ healing, cough, difficulty swallowing. Im currently trying to get these explanted from my body, however I have been disabled since (B)(6) I am now (B)(6). I am now only covered through (B)(6) and (B)(6) to finding a surgeon to do the explant. No date of explantation was reported. No device malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No patient name or contact information was provided, therefore, no follow up can be completed. Should additional information become available, this case will be reopened and reassessed. This report is for one of the two devices.